Event description:
It was reported that this left ventricular (lv) lead underwent a lend revision procedure due to possible loss of capture (loc). No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).